Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported poor visibility, vascular dissection, and unexpected medical intervention appears to be related to operational context. In this case it is possible that the reported poor visibility, vascular dissection, and unexpected medical intervention are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h6 (codes 4118, 3233, and 11 no longer apply).

Event description:
It was reported the diamondback 360 coronary orbital atherectomy device (oad) was being used for an atherectomy procedure. During the procedure, it was reported the physician could not see the oad crown. Film was being used to check the position of the oad crown during the procedure. After orbital atherectomy, a non-compliant balloon was used. This resulted in a dissection in the proximal right coronary artery (rca). A stent was used to treat the dissection. The patient was in stable condition. In the physician's opinion, orbital atherectomy did not cause the dissection. However, it is possible orbital atherectomy contributed due to the vessel being modified during orbital atherectomy. In the physician's opinion, the visibility issues were due to imaging/fluoroscopy related factors.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the diamondback 360 coronary orbital atherectomy device (oad) was being used for an atherectomy procedure. During the procedure, it was reported the physician could not see the oad crown. Film was being used to check the position of the oad crown during the procedure. After orbital atherectomy, a non-compliant balloon was used. This resulted in a dissection in the proximal right coronary artery (rca). A stent was used to treat the dissection. The patient was in stable condition. In the physician's opinion, orbital atherectomy did not cause the dissection. However, it is possible orbital atherectomy contributed due to the vessel being modified during orbital atherectomy. In the physician's opinion, the visibility issues were due to imaging/fluoroscopy related factors.